Event description:
It was reported that the implantable pulse generator (ipg) was having r-wave sensing problems post operation. There were inconsistent measurements from the ipg versus the analyzer. The ipg was removed and a new ipg was implanted. It was further reported that the right ventricular (rv) lead had diminished sensing. The lead was revised and checked with the analyzer. The lead was left in use and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).